Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 5, 2021, mentor received confirmation that the (B)(6) 2021 surgery was a removal only surgery, and that she will schedule revision surgery in a few months. On october 5, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sx mpp gel 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with a late-onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends a surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Report all confirmed cases of bia-alcl to the FDA (https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where you can submit more comprehensive data. Lastly, please notify mentor, because as the device manufacturer, we are collecting data on these cases as well. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
See updated narrative below: it was reported that a 58-year-old caucasian female patient who underwent primary breast augmentation with mentor memorygel breast implants ( left: 3544001/ lot # 5711129, right: 3544001/lot#5703499) on (B)(6) 2007 was ¿suspiciously¿ diagnosed with left-sided breast implant associated anaplastic large cell lymphoma (bia-alcl) on (B)(6) 2021. In addition, the patient reports right breast implant leak. The patient has only had mentor implants. The mentor-only breast implant history is validated as reported, the patient had a primary breast augmentation and the mentor breast implants from this procedure is what was in situ at the time of bia-alcl diagnosis. On or around (B)(6) 2021 the patient started to experience symptoms of swelling, tenderness, and hardening of the left breast. The left breast pain and swelling progressively worsened. Consequently, on (B)(6) 2021 the patient underwent an ultrasound of the left breast which displayed interval development of a moderate amount of complex appearing fluid around the left breast implant in which aspiration was recommended. Ultrasound guided aspiration of the fluid took place on (B)(6) 2021. Approximately 40 ml of yellowish fluid from the complex appearing left peri-implant fluid collection was aspirated. The fluid was sent for culture and sensitivity and to pathology for analysis for bia-alcl. The stains highlighted an atypical population of cd30 positive cells. However, the cells were poorly preserved. Definite diagnosis is difficult. All of the clinical findings as well as the cytologic information were worrisome for implant associated anaplastic large-cell lymphoma. MRI of the area however did not show any nodules or masses associated with the capsule. However, based on all of the findings as well as the clear asymmetry it was recommended for the patient to undergo complete removal of the entire capsule and implant. She was also recommended for cosmetic reasons to remove the contralateral right-sided implant and capsule. The patient underwent bilateral implant explantation and en bloc capsulectomy on (B)(6) 2021. Both implants and capsules were sent for lymphoma protocol review. The specimens were negative for malignancy bilaterally, with no evidence of alcl in either capsule. An addendum to the pathology report confirms that both specimens were negative for lymphoma. As of the last communication with the patient on (B)(6) 2021, she is alive with no evidence of alcl post-surgical removal of the capsules and implants. The patient intends to get mentor gel implant replacements in the future. Should additional information be made available, a supplemental report will be submitted. For reporting purposes, we are conservatively reporting this event as a suspected case of bia-alcl.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the event. Hence, all relative fields including event description under field b5 have been updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Right side issue is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who participated in clinical trial underwent primary breast augmentation with 400cc mentor memorygel breast implant, and experienced left side capsular contracture; baker grade unknown poistoperatively. It was reported that the patient felt swelling and hardening of left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.